Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a rash and open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cortisone 10 and zyrtec for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.